Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2017. Explant date: updated to reflect the information received on (B)(6) 2017 regarding the date of the pump explant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a healthcare professional via a manufacturer¿s representative. It was reported that the patient¿s pump was replaced on (B)(6) 2017 due to the motor stall. The patient reportedly experienced worsening of pain, but the event was considered resolved. It was indicated that the pump would be returned for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2017. The device was returned to the manufacturer for analysis and it was noted that the scrub tech bagged the pump without cleaning it off.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving morphine at an unknown dose and concentration and prialt at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that while the patient was in florida on vacation, the pump started alarming and the patient experienced an increase in pain and was overall not feeling well. The patient went to the emergency room (ER) on (B)(6) 2017. The pump was read and a motor stall was confirmed. The ER doctor then told the patient to return to cincinnati for treatment and prescribed oral medication. A device manufacturer representative (rep) then saw the patient on 2017-jan-27 and the motor stall was confirmed. The managing physician set the pump to minimum rate and would schedule a replacement. No surgical intervention occurred, no surgical intervention was scheduled, however it was planned. It was noted that going through airport security may have led or contributed to the issue. The event was noted to be unresolved, however the patient was noted to be "alive-no injury".

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine (5 mg/ml 1.0390 mg/day) prialt (15 mcg/ml at 3.117 mcg/day). Analysis of the pump found gear train anomalies of a stall due to gear wheel three and corrosion, wear or lubrication. The conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.